Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient had been escalated from an impella cp to the impella 5.5 as hemodynamic support need had increased. After being implanted with the impella 5.5 it was reported that the patient was bleeding from multiple sites and was transfused with blood products as a result of the bleeding. On (B)(6) 2022, the patient was diagnosed with heparin induced thrombocytopenia. It was reported the patient's platelet count was 19,000 cells per microliter. The patent was transfused with platelets and blood products. Additionally, the patient had three episodes of ventricular fibrillation and required defibrillation to resolve each episode. A family meeting was called to discuss withdrawing care. It is unknown if care was withdrawn, however it is noted that the patient expired while on support. There is not enough evidence to exclude impella as an associated factor in the patient's demise.